Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information was not provided. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, an anterior capsule tear was noted during implantation of an intraocular lens, causing the lens to move. Additional information has been requested.

Manufacturer narrative:
Additional information received indicating the device causality was unrelated, and therefore, this event no longer meets reportability requirements.

Event description:
Additional information was received indicating that in the surgeon's opinion, the likely cause of the event was patient anatomy and a small tear in the anterior capsule.